Event description:
Invacare identified medwatch report number mw5105020 on the FDA maude database which stated that while an invacare lift was being used to transfer a patient, the lift tipped forward, and the patient hit their head on the bed frame and sustained a femur fracture.

Manufacturer narrative:
The report notes that the legs of the lift were open during the transfer, as they should be. The report was noted to be an adverse event report and not a product problem report, which indicates the complainant is not alleging a malfunction/deficiency with the lift. It is unclear what caused the lift to tip over. The exact model number of the lift is unknown. The report lists device model number 450, which is not a full invacare model. The serial number of the lift is not available, so the lift's manufacturing date and location cannot be determined. These lifts are currently manufactured at invamex, so their cfn number was used for the MDR filing. Contact information for the complaint reporter is not available on the maude database, so no further information can be obtained.